Manufacturer narrative:
The info on this per was provided by stryker orthopaedics' legal affairs department. No add'l info is available at this time. As per info received, the devices are not available at the time of the per due to the ongoing litigation. Add'l f/u info may be obtained by the legal affairs as it becomes available.

Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "the pt underwent a right hip implant surgery utilizing a trident psl acetabular shell, shell liner and accolade hip femoral components." It was further alleged that, "the pt experienced pain and loss of mobility in the hip." Pt further alleges that, "the parts that were implanted were part of a recall."